Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had received hardware low level failures alarm. Customer's current blood glucose value was 286 mg/dl and 315 mg/dl was the incident blood glucose. Customer was able to successfully clear the alarm. Customer was able to rewind the insulin pump. The customer reported that fill cannula was recorded in daily history. The customer performed self-test and it did not pass. Customer was advised to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to broken pin trace at on the keypad assembly.